Event description:
It was reported that during the surgery, the metal mesh cannot be stretched due to the leakage of the balloon. Another device was used to complete the surgery. There were no adverse consequences to the patient. No additional information could be provided.

Manufacturer narrative:
J&j medtech is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which j&j medtech has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, j&j medtech or its employees that the report constitutes an admission that the device, j&j medtech, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Additional narrative: investigation summary: the product was returned to j&j medtech orthopaedics for evaluation. Visual analysis of the returned sample revealed that the vbs small had signs of tearing off and breakage along the surface of the balloon. A dimensional inspection and a functional test for the vbs small were unable to be performed due to post manufacturing damage. Since the device was returned deflated and damaged, the complaint condition of not being able to leak cement was not able to be replicated. However, this is most likely due to the observed breakage condition of the balloon. Previous complaints were reviewed for the supplier and it was confirmed that all parts pass a 100% leak test and all lots have a sample burst test performed as part of lot acceptance. As part of the investigation, the supplier also performed a burst test on 2 new production devices and both burst above the required 30 atmospheres. A visual examination of the burst test samples confirmed the condition of the balloons were consistent with the complaint devices. The synflate vertebral balloon surgical technique was reviewed; states to stop balloon expansion if any of the following happens: the desired clinical outcome is reached. Balloon touches anterior wall of vertebral body. The pressure reaches 30 atm (440 psi). The maximum balloon volume is achieved. 4.0 ml for the small balloon. 5.0 ml for the medium balloon. 6.0 ml for the large balloon. The surgical technique guide also contains the following precautions: the balloons may leak or burst if they are filled beyond their maximum volume or pressure. The performance of the balloon catheter may be adversely affected if it comes into contact with bone splinters, bone cement, and/or surgical instruments the surgical technique guide also recommends the following: proceed with inflation slowly, stopping every few seconds to allow the bone to adjust to the pressure/volume changes. The failures observed on the returned devices are consistent with failure due to over expansion or pressurization. Per the surgical technique guide, expansion should be discontinued as the maximum volume had been reached. A dimensional inspection was not performed due to post manufacturing damage. A functional evaluation was not performed due to post manufacturing damage. The overall complaint was confirmed as the observed condition of the vbs small would have contributed to the complained device issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Dimensional inspection: n/a. Device history: part# 09.804.500s. Lot # 82298826. Manufacturing site: werk selzach logistik. Manufacturing date: 08.jan.2024. Expiration date: 01.jan.2027. (B)(4), a manufacturing record evaluation was performed for the finished article lot and no non-conformances were identified. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.